Event description:
It was reported that during a procedure to place a stent graft for a pseudoaneurysm of the very proximal sfa, that the stent graft would not deploy. A right femoral approach was used and then up and over to the left sfa. The vessel anatomy was not particularly tortuous and the bifurcation was not very steep. Once in place, the stent graft would not deploy. It was reported that the stents in their experience seem to stick and much force is usually needed to deploy. The doctor tried for approx 10 minutes to deploy and then pulled it out. A second stent was used without difficulty, and it was deployed. The doctor tried to deploy the 1st stent on the table and eventually the plastic sheath separated into two pieces.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The returned sample was evaluated. The safety clip was missing upon receipt of the sample. The tuohy borst adapter was opened. The outer sheath was elongated and torn off at the reinforcement. The stent graft was still within the sheath. It was confirmed that the outer sheath was torn at the reinforcement. This application represents an off-label use for this product. The IFU states: the fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted.